Manufacturer narrative:
Evaluation summary: result indicated confirmation of a malfunction on a transfer set due to broken occluder feet. The root cause was undetermined. Renal product surveillance, quality engineering, and plant manufacturing will continue to monitor this product line and take corrective/preventative action as appropriate.

Event description:
Baxter reported a malfunction with a transfer set during use. The customer denied using any disinfectant. Upon evaluation, the transfer set was discovered to have broken occluder feet. There was no pt injury or medical intervention reported.